Manufacturer narrative:
Retention devices for the reported lot were tested with clinical negative serum samples. All devices yielded expected negatives results at 5 and 6 minutes. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. Retention products performed as expected during in-house testing and could not replicate the reported complaint. Complaints are tracked and trended on a monthly basis. Due to the varying quality of photographs the potential discrepancies between what is seen in person and through a photo may affect the results. Therefore, these results will not be evaluated by the manufacturer. Additionally, when testing samples with hcg concentrations near the level of detection of the device, some variability may occur. Per the package insert, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on an unspecified date, the pre-surgical patient had their serum sample tested on the cardinal health rapid test hcg combo and received a false positive result. When the serum sample was run on the vitros, a serum quant result of 8 miu/ml was obtained. There was no negative impact to the patient. The patient was not treated based on the hcg rapid result. Troubleshooting was conducted with the customer. The customer was advised on potential sources of error and referenced the pi's limitations section: this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.